Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system sn (B)(6) did not recognize the filled air trap during start up was confirmed during functional testing. The root cause of the customer reported complaint was a failure of the air trap sensor block, due to traces of liquid found on the printed circuit board (pcb). During visual inspection of the thermogard console, no physical damage was observed. Upon review of the event log, no irregularities were found. During initial functional testing, the thermogard console did not recognize the filled air trap during start up, thus confirming the reported complaint. The air trap sensor block will be replaced to remedy the issue. Upon service completion, the console will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system sn (B)(6) did not recognize the filled air trap during start up. Patient's status information was requested but the customer did not provide a response.